Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a posterior spinal fusion procedure, the surgeon broke off a 4.0x18mm symphony screw in c2. The screw broke off in the patient. There was a surgical delay of sixty (60) minutes. Fragments were generated. There were no patient consequences. The procedure was successfully completed. This report is for one (1) 4.0 ply scrw 4.0x18. This is report 1 of 1 for (B)(4).